Manufacturer narrative:
Results: the pet lock was broken and only slightly separated on the proximal end of the smart coil's pusher assembly. The pusher assembly was stuck inside the non-penumbra microcatheter; however, the smart coil was retracted out of the non-penumbra microcatheter before an image was taken by the penumbra investigator. The embolization coil was intact with its pusher assembly and the coil winds were offset. During functional analysis, the smart coil was attempted to be advanced through the returned non-penumbra microcatheter. However, after loading a demonstration introducer sheath onto the pusher assembly of the smart coil, resistance was encountered and the smart coil could not be advanced out of the introducer sheath and into the non-penumbra microcatheter. The smart coil was then attempted to be detached using the returned penumbra smart coil detachment handle (handle) and was detached from its pusher assembly without an issue. Conclusions: evaluation of the returned devices revealed that the smart coil could be detached using the returned handle. The returned smart coil was removed from the ovalized non-penumbra microcatheter, then the returned handle was attached to the proximal end of the pusher assembly and actuated. The embolization coil detached from its pusher assembly without an issue. The ovalization in the non-penumbra microcatheter likely contributed to the reported detachment issue. Damage in a parent microcatheter may cause friction within the smart coil detachment system, which can overcome the force applied by the handle, and cause difficulty when detaching. Further evaluation of the returned smart coil revealed that the embolization coil winds were offset. This damage may have occurred due to forceful advancement through the damaged non-penumbra microcatheter. Evaluation of the returned handle revealed that the handle was functional. The handle was functionally tested using the handle fixture for both pull force and throw distance. The handle passed both pull force and throw distance without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached twelve smart coils into the target vessel using a non-penumbra microcatheter and a penumbra smart coil detachment handle (handle). The physician then deployed a new smart coil into the target vessel and attempted to detach it twice using the same handle but was unsuccessful. Therefore, the physician retracted the coil into the microcatheter and removed the devices from the patient. The procedure then ended at that point as no additional coils were needed. There was no report of an adverse effect to the patient.